Event description:
A surgeon reported a mesh that had migrated out of the disc space. The revision surgery has been completed where the mesh was removed without issue. No additional patient effects were reported.

Manufacturer narrative:
The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or new information submitted, another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.